Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection revealed no kinks or damages were identified on hypotube shaft profile. Two distal sections of the blade and pads were lifted. An examination of the remaining blade identified no damages; the blade and pad were fully intact. The balloon was subjected to positive pressure and returned in a deflated state. A 2mm tear/rupture was identified in the mid-section of the balloon material, underneath the distal blade and pads segment. Two distal sections of the blade and pads were lifted. An examination of the remaining blade identified no damages; the blade and pad were fully intact. No issues or damages were identified on shaft polymer extrusion profile. A microscopic examination of the tip section found no damage. A microscopic examination of the distal and proximal markerbands identified no damage.

Event description:
Reportable based on device analysis completed on 02oct2025. It was reported that the device could not cross lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, a resistance was encountered and could not deliver through angle due to calcification. The procedure was completed with another of the same device. No complications were reported, and patient is fine post procedure. However, device analysis revealed that the two distal sections of the blade and pads were lifted and there was a 2mm tear/rupture in the mid-section of the balloon material, underneath the distal blade and pads segment.